Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced kinked cannula and high blood glucose level, self-treated herself with a bolus. The patient went to the emergency room with blood glucose level of 457 mg/dl where the patient received fluids and insulin drip as corrective treatment and after 4-5 hours in the emergency, the patient was subsequently hospitalized due to diabetes ketoacidosis and was transferred to intensive care unit as the patient was feeling sick, had vomiting and was unstable. The patient had large ketone level and the health care professional assessed the ketone level as dangerous/ life threatening. The highest blood glucose level the patient experienced was 490 mg/dl. The patient received insulin drip and intravenous fluid as corrective treatment which resolved the issue. The infusion set was in use for less than 24 hours. The patient was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.